Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted on an unspecified date due to unspecified reasons. A new ipp device was later implanted on (B)(6) 2020. Additional information received states the device was removed earlier due to fluid loss.